Manufacturer narrative:
The tubing set was returned to the manufacturer for analysis. The tubing was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The second tubing set was returned to the manufacturer for analysis. The tubing was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Other relevant device(s) are: product ID: 9735560, serial/lot #: (B)(4), ubd: 16-sep-2023, UDI#: (B)(4); product ID: 9735560, serial/lot #: (B)(4), ubd: 16-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation procedure. It was reported that two sets of tubing for the system leaked. The first set of tubing was reported to have found a leak after approximately fifteen minutes of use. A short section of the tubing was swapped out to continue with the procedure. The second set of tubing was found to have saline not getting pulled from the bag. Tubing was checked and the tubing appeared to be fine as there were no pinches or leaks at connection points. A short section of tubing was swapped with extra tubing on the cart from previous procedures. There was a reported delay to the procedure of seven minutes due to this issue. There was no reported impact on patient outcome.